Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and insulin pump did not alarmed as loud as before. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected the batteries, crack on screen and received unexplained no delivery alarms as well. Customer reported that he will talk to doctor about the new insulin pump. Customer declined to report to 24 hours technical support team. Customer reported that the backlight lost its brightness and insulin pump was working. Insulin pump will not be returned for analysis.